Event description:
It was reported that there was air in-line error. The event occurred during testing.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Corrected data: d3 - mfg establishment name. The suspected device was returned for evaluation. The event history log (ehl) was reviewed. The device was visually inspected. A functional test was performed and the reported issue was confirmed. The cause of the reported issue was unknown. As a result, the air detector was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.